Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury the patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on apr 26, 2023 and the manufacturer was incorrectly mentioned h11 verbiage, it should be reported as: the manufacturer previously received information alleging sinus infection and nasal congestion related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report. In the previous submission, clinical events were not coded under h6 (health effect: clinical) by the manufacturer. This oversight has been corrected, and the appropriate clinical codes have been included in the current report.